Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid. Device not yet received.

Event description:
It was reported that during the removal procedure the vascular portion of the catheter detached . It was removed surgically.